Event description:
Information rec'd indicates the brake is not holding.

Manufacturer narrative:
The technician found the three brake casters; the steer caster and the caster supports were broken. The technician replaced the caster supports and casters to repair the bed.